Event description:
During investigation for an unrelated complaint, technical error codes indicating disabled valves and internal memory error was noted in the ventilator logs. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported technical error codes has not been determined. H3 other text : 4117.